Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for four patient samples from four different patients (patient 1 result = 0.077 ng/ml; patient 2 result = 0.115 ng/ml; patient 3 result = 0.249 ng/ml; patient 4 result = 1.94 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es results were not reported to a clinician, as the customer runs trop I es patient samples in duplicate (repeat patient 1 result = 0.001 ng/ml; repeat patient 2 result = 0.015 ng/ml; repeat patient 3 result = 0.004 ng/ml; repeat patient 4 result = 0.001 ng/ml), and believed the repeat results to be correct. There was no report of harm to the patients as a result of this event. This report is number four of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained for four patient samples from four different patients. The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris due to poor sample preparation was present in the affected samples, although this could not be confirmed. An ocd field engineer performed service actions to multiple analyzer subsystems. However, it could not be confirmed that the equipment adjustments made by the service engineer were related to the event, as acceptable performance was obtained prior to service. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing and/or a reagent related issue cannot be ruled out as possible contributing factors. There is no evidence that the vitros eci analyzer had malfunctioned.